Event description:
Inflammatory/foreign body reaction. In 2003, the pt underwent an exploratory laparotomy and high subtotal colectomy and received one sheet of seprafilm in the abdomen. Approx 4-6 hours post operatively, the pt experienced a severe inflammatory/foreign body reaction. The pt experienced abdominal pain, tachycardia (120-130), neutropenia (2,000/mm^3), spiked a fever of 103.8 degrees, and was hypotensive (sbp < 90). The pt returned to the operating room 8 hours post operatively and was found to have extensive cloudy, sanguineous abdominal fluid, and subsequently, had the seprafilm membrane removed. The surgeon reported all of the pt's vital signs returned to normal within hours of the removal of the seprafilm. The surgeon noted the event was severe in intensity, life-threatening, and probably related to the application of seprafilm. At the time of this report, the pt has completely recovered.